Event description:
It was reported that the customer experienced low blood glucose levels, which required intervention by emergency medical services. The blood glucose reading was 26 mg/dl. No significant events leading to the event were noted. The customer stated that he worked hard, and his sensor glucose reading seemed fine at 120 mg/dl, so he drove home. He stated that while driving home, he was pulled over. Emergency medical services treated him with either glucose or glucagon. He was unsure of the cause of the event but advised that his blood glucose reading was normal about 30 minutes after treatment. He stated that he was unable to troubleshoot the device. He reported inaccurate sensor glucose readings, noting that on one occasion, the blood glucose reading was 120 mg/dl, compared with the sensor glucose reading of 60 mg/dl. He advised that he would call back in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.